Manufacturer narrative:
Migration of the ipg is likely a factor in the communication issues and migration of the leads may have possibly caused stimulation at an unintended location and felt as the jolting stimulation described by the patient. The patient is described as having limited mobility, thus excessive activity is unlikely a contributing factor to migration of the implanted components. This patient is the first procedure for the implanting physician to place a nalu device at a genicular target. It is possible that the implanting technique may have contributed to migration. The information available is insufficient to draw firm conclusions as to the cause of migration.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2024 to treat knee pain. The system was activated on (B)(6) 2024 during a follow-up visit a nalu representative noted some challenges with communication between the implantable pulse generator (ipg) and the external therapy discs. Patient admitted having dropped both therapy discs, raising suspicion of damage to the devices. Both therapy discs were replaced at that time and patient was able to achieve better communication with the new discs. Investigation found that both returned therapy discs were functioning as designed. Event logs identified multiple instances of interrupted stimulation, suggesting that external factors were disrupting communication between the components. It was noted during the visit on (B)(6) 2024 that the patient was still experiencing some post-operative swelling, which may have been contributing to the communication issues. On (B)(6) 2024 the patient was seen by a nalu representative for another follow-up visit and reported feeling a jolting type stimulation from the nalu system only when in a sitting position. Imaging done by the medical clinic found that the implanted ipg and leads had all migrated away from the initial implant location. On (B)(6) 2025 a surgical revision was performed to remove the migrated ipg and leads and place new ipg and leads back at the intended location. All explanted components were held by the medical facility and unavailable for further examination by the firm.